Manufacturer narrative:
(B)(4). The customer returned the sample in question, which was tested with the axsym toxo igg assay, list number 9k08-20, lot numbers 88603hn01 and 92735hn01. The sample tested reactive with both reagent lots with results of 45 iu/ml (88603hn00) and 43 iu/ml (92735hn00). Therefore, the customer's results could not be confirmed. Retained in-house samples of the axsym toxo igg reagent pack, list number 9k08-20, lot numbers 88603hn01 and 92735hn01 were calibrated and all calibrations met instrument specifications. All control values met specifications and were within expected ranges. Three sensitivity panels were also tested with both reagent lots. All tested panel members were within specifications. A calibration printout sent by the customer of lot number 92735hn01 used for their testing contained an aspiration error on calibrator a. This calibration must not used for testing, because the instrument cannot calculate a correct calibration curve with only one replicate of calibrator a. It is recommended to recalibrate the assay before testing samples in such cases. The observation of an aspiration error on calibrator a is a possible explanation for incorrect patient results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym toxo igg (B)(4) package insert (B)(4) contains information to address the customer's current issue. Based on the current evaluation, it was determined that the axsym toxo igg reagent pack, list number 9k08-20, lot numbers 88603hn01 and 92735hn01, are performing acceptably. A product malfunction was not identified. Evaluation, method: review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22-22. Concomitant medical products: axsym toxo igg assay ln: 9k08-20 lot#: 88603hn01. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a false negative result (less than 2 iu/ml) has been generated for one patient sample tested with the axsym toxo igg assay. The sample generated a positive index value of 0.7 with the toxo igm assay. The sample generated toxo igg positive results with two non-abbott methodologies. The customer also tested a new sample from this same patient with a different lot of axsym toxo igg reagent, which generated a false negative result. Controls have remained within specifications. The customer then diluted the sample (1:10) and tested the diluted sample with the axsym toxo igg assay and generated a positive result of 50 iu/ml. There is no impact to patient management reported.